Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the device header was loose and the feed through wires were in tact with tool marks noted. The header was not separated from the device case. The device passed therapy verification with pacing, sensing and shocking functions confirmed.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this device exhibited elective replacement indicators (eri) due to high charge times. Additionally the device battery was beeping and as a result a replacement procedure will be done. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Additional information became available that this device has been explanted and replaced.